Event description:
New information received states the lead was explanted during generator changeout. No adverse consequences were detected.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow-up. Externalized conductors were observed. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 4.9-5.3cm from the connector pin, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 6.8-10.3cm from the distal tip. Internal insulation abrasion was noted at 15.0-16.2cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.